Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary analysis found that calibration was unable to be performed. The overlay was found out of electrical specification and was found to be broken. Furthermore, there was damaged at the company logo inside the bezel shield. Analysis also found broken latch tabs on the power cord bay. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.